Event description:
It was reported that an ilet user experienced a bluetooth pairing failure between the dexcom g7 sensor and the ilet, while readings remained available in the dexcom app and on a separate dexcom receiver. Symptoms included no adverse events and no changes in blood glucose, with documented values around 120 mg/dl during the calls. Outcomes included continued glycemic monitoring without clinical impact or medical intervention. Investigation included guided troubleshooting and education, device restart, sensor code reentry, disabling the dexcom receiver to remove signal interference, temporary signal shielding to prevent competing connections, and observation to confirm successful pairing. Investigation of this case revealed that the ilet was able to receive cgm data after interference from the dexcom receiver was eliminated and the pairing process was repeated. It was concluded that the event was due to communication interference from a concurrently connected receiver rather than a device malfunction, and normal function was restored after corrective steps.